Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, leaking oil. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The serial number given was not able to be confirmed. The malfunction has not been confirmed.